Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the customer evaluate the data acquisition pcb to motor controller pcb cable for replacement to address the reported problem. The biomedical engineer reported the data acquisition and power management pcb boards, and data acquisition pcb to motor controller pcb cable were replaced to resolve the reported problem. The biomedical engineer reported there has been no reoccurrence of the reported problem post-repair.